Event description:
A customer reported via phone call indicating that their insulin pump was not delivering insulin properly. The patient's blood glucose level was 18.5 mmol/l at the time of the call. The customer does not know why their blood glucose does was so high. The customer was treated with their insulin pump. The customer was assisted with some troubleshooting but the customer did not have a tubing clamp to finish trouble shooting. The customer will call back to perform a high pressure test. The device was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.